Event description:
The report we received from our affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure of a 100% stenosis at the superficial femoral artery, the physician inserted the guidewire across the target lesion and tried to advance the savvy pta catheter over the guidewire, but he felt large resistance and it could not be advanced across the lesion. The physician withdrew the product and guidewire. Another guidewire and pta catheter were and the procedure was successfully completed. The lesion had mild tortuosity. The approach was the contralateral from the femoral artery. There was no adverse consequence to the patient.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery the physician felt large resistance and could not advance the pta catheter across the lesion. The vessel was described as having mild tortuosity and a 100% stenosis. He withdrew the product and guidewire together and used another guidewire and balloon catheter to successfully complete the procedure. There was no reported patient injury. The product was not returned for analysis. However, review of manufacturing route sheets lot number r0206104 was completed and results indicated that the product met quality requirements for product acceptance. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.